Event description:
On (B)(6) 2010, the patient's pump and catheter were replaced. The replacement occurred because the pump had reached end of life and the patient "requires a new catheter placement." During surgery, a new catheter was placed into the dura at l3-4 and advanced to the level of about t10-11 which was verified using fluoroscopy. A new pump pocket was created after the old pump was removed. The catheter was tunneled to the pump and connected to the pump using a sutureless connector. The pump was filled with 40 mls of baclofen 2000 mcg/ml concentration. The rate was set at 280 mcg/day, which was unchanged from prior to surgery. On follow-up after surgery, it was noted the patient "had issues regarding her baclofen treatment and whether or not the catheter is adequately positioned to treat her spasticity." The on (B)(6) 2011, the hcp attempted to replace the catheter from t11 to a higher level in the spine: t2, t3, or t4. The hcp noted that when the existing catheter was placed, adhesions were noted around t12. The hcp planned to bypass the adhesion area with a new catheter with tip at higher level in the spine. The patient's previous mris did not reveal any mass at the level of t11 nor did a myelogram show any mass; but dye would not pass above the area. During surgery, the hcp ran into the adhesions at t11. The hcp tried to steer the catheter around all aspects of the thecal sac but was not ableto advance the catheter past t11. The hcp then tried to advance a needle into the t6/t7 region; was able to get into the inner space but no csf returned. The hcp attempted once more at l3/l4 on the contralateral side to try and advance a catheter; but again encountered "significant obstruction" in the t11 region at the neck level of the old catheter. The existing catheter was left in position "since it was delivering drug adequately and did not feel that it was obstructed in any way." The (B)(6) 2011 surgery was intended to "place the catheter in a more optimal level in the midupper thoracic region, which might have improved her upper extremities spasticity." The existing catheter was re-anchored and the area was closed; there was no evidence of any csf leak.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intrathecal baclofen therapy had been very effective until her most recent pump implantation in (B)(6) 2010. Since that time, however, the efficacy of the therapy had been inconsistent and progressively worse, with intermittent symptoms suggestive of baclofen withdrawal (including a seizure in (B)(6) 2012). The apparent malfunction of the pump led to intrathecal dye studies and an attempted catheter replacement in effort to pass the catheter to a higher position in the spinal canal by a physician. There were recurrent distal malfunctions of the intrathecal baclofen pump. Catheter revisions were performed on (B)(6) 2002, (B)(6) 2002 and (B)(6) 2011 when the patient was in withdrawal. Over the past several months, the intermittent withdrawal symptoms had become increasingly frequent and severe in spite of the fact that the itb dose had been increased. The patient had been taking oral baclofen for the past month. An MRI did not reveal a mass regarding the current diagnosis. An MRI was done and a mass was diagnosed on (B)(6) 2012. There had been a history of recent escalation of intraspinal medication dose prior to the diagnosis. The pump and catheter were extensively investigated and were apparently functioning properly. The reservoir residuals were always appropriate. The two dye studies confirmed patency and integrity of the catheter. Based on the findings and the myelo/CT, it was believed there was an arachnoid cyst causing sequestration of the delivered baclofen with inconsistent therapeutic results. The catheter was replaced on (B)(6) 2012.

Event description:
Additional information received reported that the patient may have had an inflammatory mass and was going through withdrawal. The inflammatory mass was unconfirmed at this point in time. The patient's hcp in florida suspected that the patient has a "cyst at the tip of the catheter that was being feed by the baclofen." It was noted that the patient was feeling that at times she wasn't getting the medication or results that she should and she has had to supplement with oral baclofen. The patient had become really stiff over the last few months, since her failed catheter revision in (B)(6) 2012. An MRI was planned for (B)(6) 2012. It was later reported that the patient was scheduled to have a catheter revision surgery on (B)(6) 2012. The patient's current status was unknown. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk.

Event description:
Additional information received reported the patient had been "through 2 years of 'hell' since she recently had a catheter revision due to issue with the catheter tip not being placed in the right place." It was felt the patient needed a little more medication. It was reported the patient recently had her catheter revised by physician in florida; the exact date was not provided. The patient started to see a nurse practitioner who works with her original physician. A follow-up report will be sent if additional information becomes available.

Event description:
Additional review indicated the information in MFR report # 3004209178-2012-01576 pertains to this manufacturer's report. Any additional information received will be reported in this MFR report. Additional information reported indicated the patient had a change in therapy effect with an increase in spasticity right before her pump refill, then following it the patient had headaches. It was noted that the patient also had a shunt and the patient's "ventricles collapsed." It was noted that the refill interval is 6 months. It was later reported that the patient was having "issues of withdrawal" prior to her refill scheduled for (B)(6) 2012. The patient was experiencing symptoms on (B)(6) 2012. The patient had to supplement with oral baclofen. The return of symptoms prior to previous refills was referenced. A seizure about 6 months ago and a dye study were also referenced. It was reported that the patient responded to a bolus dose, and no issues with volume discrepancies were reported. The patient experienced headaches, but it was noted that the headache went away following a dye study. It was later reported that the patient had "sensitivity" and needed the pump refilled earlier than before. It was noted that the patient's current pump "has had the most issues." It was noted that the family felt they should not have put in a bigger pump. The first refill following implant of the current pump "was really bad", and she had to have a dye study. It was noted that the patient did have one refill that almost went 6 months and she was okay. The patient had another refill where she went in early, and then had a seizure in (B)(6) 2012. It was noted that "it has been very inconsistent and nothing but problems." It was noted that the patient had two dye studies performed, but was still having problems close to refill time. The patient was still taking oral baclofen. It was noted that one of the dye studies was performed in (B)(6) 2012. The residual reservoir volumes had always matched what was expected, and there had never been an error or any volume discrepancies. No pump dye studies were performed, because there had not been any volume discrepancies, and no leakage was seen around the pump. It was noted that the pump could be seen in the dye study, and they could not see any dye where the catheter and pump are. It was noted that the physician thought a pump dye study was not needed because they felt like the pump was working. It was known from a dye study that the catheter was "not in the best place." The tip was in the dura, and was "filling a little pocket and all overflowing into the intrathecal space¿, but the physician felt the patient was getting what she adequately needed. The tip was also described as being in a "sac of fibrous tissue." The last dye study showed that the "dye was going around the mass." It was also noted that the physician felt the patient was "getting used to the dose" or "tolerant", and that the patient should get a higher dose, based on the outcomes of the dye study and no volume discrepancies. It was reported that the effect was not a "real gradual process", but one day the patient would wake up and the next day would be really tight. The patient started small doses of oral baclofen because they could not get an appointment right away. The patient also experienced "pins and needles" and a headache "every time they go through this", but it was noted that the health care professional felt it was not related. The patient was watched closely. It was reported that the patient's last refill was on (B)(6) 2012, and for the first time the pump was only filled with 20ml instead of 40ml, because medication was being wasted due to the patient returning for refills early. It was noted that the nurse felt the patient was "fine," and instructed the family not to give her any oral baclofen. The patient was not given any oral baclofen, and it was noted that the patient "acted really weird, stated she felt weird, and did not want to go through her day program." Two days following the refill, the patient woke up in the morning and was tight again. The patient was given 10mg of oral baclofen, and was "back on the process." In regards to oral baclofen, it was noted that the patient gets loose, systemically she gets very slow, patient is very cognitive, but the patient does not like taking oral baclofen because her words slur. It was reported that the patient had a bolus trial, with a 30-40 ug bolus. The patient had a response of "getting loose", and was convinced to raise the dose. However, it was noted that the patient tried to keep it down. It was noted that the physician wanted to increase the dosing "30% or something." The bolus was done in (B)(6) 2012, and they increased the patient 30%. The patient "seemed like she was doing okay for april and (B)(6) 2012. The patient was currently receiving 392 ug/day, with boluses every four hours, and "was comfortable with that." Additional information was reported regarding the (B)(6) 2011 attempted catheter revision. It was reported that the physician tried to push the catheter beyond a "mass." It was noted that the mass had been initially detected in 2004, and also during the 2010 pump replacement. The mass was seen on CT scan. The physician tried for 2 hours to put a new catheter in to get around the mass, but could not. The new catheter was pulled, and the old catheter was left in that still was not in a good position. It was noted that the mass was still there. It was reported that the patient's arms were still tight and the patient got botox. It was unsure what the mass was, but it was noted that the physician felt it was not an inflammatory mass. It was thought that a previous catheter positioned at t3 might have caused the "adhesions." It was also noted that the patient could have "scar tissue" and "who knows what could have caused" the mass. It was noted that the patient's tingling went away and there were no residual symptoms, so the physician "said not to worry about it." It was also noted that the patient was doing traction with physical therapy in (B)(6) 2011, faithfully for a minute or two with a towel under her neck to help with neck problems. It was thought this might have done something to the dura and the tip because right after that the patient got tight and then suffered the (B)(6) 2012 seizure. The patient's family member felt the patient should have a catheter revision. It was reported that the physician had "agreed to go in replace the pump and replace the catheter, then were done." It had also been considered to take the system out. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID :8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional review was conducted. Please refer to manufacturer report #3004209178-2013-04674 for the previously reported information regarding the catheter positioning issues. Information from manufacturer report #3004209178-2013-04794 will now be reported under this manufacturer report number. The below information contains previously reported information for clarity. It was reported that the patient had a change in therapy effect with an increase in spasticity right before her pump refill; following it the patient had headaches. It was noted that the patient also had a shunt and the patient's "ventricles collapsed."&#63520;it was noted that the refill interval was 6 months. After changing to bolus programming in (B)(6) 2010, the patient experienced tightness and headaches in (B)(6) 2010. In (B)(6) (year not reported), the patient underwent a dye test; after the dye test the patient felt better. About 3 months after the pump was refilled, the patient experienced tightness. The tightness again occurred as time approached the refill date. This occurred multiple times. A return of patient symptoms and seizures were also noted. The patient had a "shunt". The headaches were returning, so the shunt was "checked" and "once that was clear," the tightness seemed to resolve. The patient seemed to do better on continuous drug dosing, whereas now she received boluses every 4 hours. A week prior to (B)(6) 2012, the patient underwent a dye study and "everything looked fine." It was later reported that the patient was having "issues of withdrawal" prior to her refill scheduled for (B)(6) 2012. The patient was experiencing symptoms on (B)(6) 2012. The patient had to supplement with oral baclofen. The return of symptoms prior to previous refills was referenced. A seizure about 6 months ago ((B)(6) 2012) and a dye study were also referenced. It was reported that the patient responded to a bolus dose, and no issues with volume discrepancies were reported. The patient experienced headaches, but it was noted that the headache went away following a dye study. It was later reported that the patient had "sensitivity" and needed the pump refilled earlier than before. It was noted that the patient's current pump "had the most issues." It was noted that the family felt they should not have put in a bigger pump. The first refill following implant of the current pump "was really bad," and she had to have a dye study. It was noted that the patient did have one refill that almost went 6 months and she was okay. The patient had another refill where she went in early, and then had a seizure in (B)(6) 2012. It was noted that "it has been very inconsistent and nothing but problems." It was noted that the patient had two dye studies performed, but was still having problems close to refill time. The patient was still taking oral baclofen. It was noted that one of the dye studies was performed in (B)(6) 2012. The residual reservoir volumes had always matched what was expected, and there had never been an error or any volume discrepancies. No pump dye studies were performed, because there had not been any volume discrepancies, and no leakage was seen around the pump. It was noted that the pump could be seen in the dye study, and they could not see any dye where the catheter and pump are. It was noted that the physician thought a pump dye study was not needed because they felt like the pump was working. It was known from a dye study that the catheter was "not in the best place." The tip was in the dura, and was "filling a little pocket and all overflowing into the intrathecal space," but the physician felt the patient was getting what she adequately needed. It was also noted that the physician felt the patient was "getting used to the dose" or was "tolerant," and that the patient should get a higher dose, based on the outcomes of the dye study and no volume discrepancies. It was reported that the effect was not a "real gradual process," but one day the patient would wake up and the next day would be really tight. The patient started small doses of oral baclofen because they could not get an appointment right away. The patient also experienced "pins and needles" and a headache "every time they go through this," but it was noted that the health care professional felt it was not related. The patient was watched closely. It was reported that the patient's last refill was on (B)(6) 2012, and for the first time the pump was only filled with 20ml instead of 40ml, because medication was being wasted due to the patient returning for refills early. It was noted that the nurse felt the patient was "fine," and instructed the family not to give her any oral baclofen. The patient was not given any oral baclofen, and it was noted that the patient "acted really weird, stated she felt weird, and did not want to go through her day program." Two days following the refill, the patient woke up in the morning and was tight again. The patient was given 10mg of oral baclofen and was "back on the process." In regards to oral baclofen, it was noted that the patient got loose. Systemically, she got very slow. The patient was very cognitive but did not like taking oral baclofen because her words slur. It was reported that the patient had a bolus trial with a 30-40'g bolus. The patient had a response of "getting loose," and was convinced to raise the dose. However, it was noted that the patient tried to keep it down. It was noted that the physician wanted to increase the dosing "(B)(6)% or something." The bolus was done in (B)(6) 2012, and they increased the patient (B)(6)%. The patient "seemed like she was doing okay for (B)(6) 2012. The patient was currently receiving 392'g/day with boluses every four hours and "was comfortable with that." It was also noted that the patient was doing traction with physical therapy in (B)(6) 2011 faithfully for a minute or two with a towel under her neck to help with neck problems. It was thought this might have done something to the dura and the tip because right after that the patient got tight and then suffered the (B)(6) 2012 seizure. The patient's family member felt the patient should have a catheter revision. It was reported that the physician had "agreed to go in replace the pump and replace the catheter then were done." It had also been considered to take the system out. The device system was used to deliver lioresal. Additional information received reported that the patient may have had an inflammatory mass and was going through withdrawal. The inflammatory mass was unconfirmed at this point in time. The patient's hcp in (B)(6) suspected that the patient had a "cyst at the tip of the catheter that was being fed by the baclofen." It was noted that the patient was feeling that at times she wasn't getting the medication or the results that she should, and she had to supplement with oral baclofen. The patient had become really stiff over the last few months, since her failed catheter revision in (B)(6) 2012. An MRI was planned for (B)(6) 2012. It was later reported that the patient was scheduled to have a catheter revision surgery on (B)(6) 2012. The patient's current status was unknown. The patient was scheduled for a catheter revision on (B)(6) 2012. It was reported that the intrathecal baclofen therapy had been very effective until her most recent pump implantation in (B)(6) 2010. Since that time, however, the efficacy of the therapy had been inconsistent and progressively worse with intermittent symptoms suggestive of baclofen withdrawal (including a seizure in (B)(6) 2012). The apparent malfunction of the pump led to intrathecal dye studies and an attempted catheter replacement in effort to pass the catheter to a higher position in the spinal canal by a physician. Over the past several months, the intermittent withdrawal symptoms had become increasingly frequent and severe in spite of the fact that the itb dose had been increased. The patient's condition had been deteriorating, and she was experiencing discomfort. A mass was diagnosed on (B)(6) 2012; however, the MRI did not reveal a mass. The pump and catheter were extensively investigated and were apparently functioning properly. The reservoir residuals were always appropriate. The two dye studies confirmed patency and integrity of the catheter. Based on the findings and the myelogram and CT scan, it was believed there was an arachnoid cyst causing sequestration of the delivered baclofen with inconsistent therapeutic results. The catheter was replaced on (B)(6) 2012. Additional information reported that the patient was seen in (B)(6) of 2012 and was doing well and not having any issues. It was noted that lioresal was in the pump at the time. The patient's seizures had nothing to do with the device or the lioresal that was in the pump.

Manufacturer narrative:
Concomitant product(s): product ID :8709sc, serial# n264656014, implanted: (B)(6) 2010, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4). Eval code - conclusion code ¿ is being updated for this event.

Event description:
Additional information received reported on (B)(6) 2014 the patient started having severe spasticity and seemed to get tighter prior to every refill ("quite a few weeks before") and needed to be refilled. It was also reported the healthcare provider (hcp) did not refill the pump early as to not waste "all that medication." It was reported they love the pump when it was working and it's great; however, she had not had the problems in the patient because they would just refill the patient early, but this hcp felt that was ethically wrong to waste that much medication. It was noted "they were trying their best now not to bring the patient in early for refills and the patient was using oral baclofen which did not seem to work great on the patient. "The patient was very sensitive to doses and :every seizure she has had has been baclofen related, if she missed a dose of orals or when she was withdrawing off orals to get the pump, she had three seizures." On the other hand, the hcp reported she highly doubted that the baclofen or device had anything to do with the patient's seizures and as far as she knew, "from the medical history, this patient has had long standing issues going back to 1997 all of which was before the use of the device and any type of baclofen." The patient was also having tingling in her legs, tightness, and was on oral baclofen. It was noted "maybe it was nerves because she had been through so much with baclofen." No alarms were reported and on (B)(6) 2014 the patient had a contrast dye study followed by a CT myelogram. It was noted a portion of the catheter was surrounded by a "fibrinous sheath" and a portion of the catheter appeared to be subdural, but the tip seemed to be in place. The patient was not getting good flow. It was noted the hcp believed the patient's lack of therapy issues were from the patient's anatomy and she was awaiting to hear from the parents about how they wanted to proceed. The patient was to be referred to a neurosurgeon and the parents did not know if they wanted to have a surgery to repair or just remove the device entirely. It was noted there currently were no volume discrepancies with refills. The pump was being used to deliver gablofen (since (B)(6) 2013) and "it is 2000 concentration and the very present dose is 418.4mcg/day."